Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter experienced the er1 message and retested successfully but could not remember result of test. Technique may have been suspect according to reporter.